Event description:
The pt reported a pocket fill at their last refill that resulted in the pt being treated in the ER. The pt reports at their last refill, the refill port was missed and medication was injected directly into their system. A few minutes later, the pt began experiencing symptoms (undefined) and was sent to the ER for treatment. The drug used in the pump is thought to be fentanyl (dose/concentration unk). Add'l info has been requested from the hcp, but was not available on the date of this report.